Manufacturer narrative:
Bci customer technical support (cts) had the customer stop system function and place paper towels in the compartment. The customer later cancelled the service request stating that the problem was resolved. Bci contacted the customer on (B)(4) 2011 and the customer confirmed that the instrument was no longer leaking, but could not provide details how it was resolved. Customer resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on synchron cx5 delta clinical system. The customer stated unknown fluid leaked in the hydro compartment and low vacuum flag was observed. There was no effect to patient or user.